Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h4, h6, h10visual examination of the returned product identified confirmed the product has fractured and not all the pieces were returned. Item and lot number were verified to match. The product shows signs of repeated use; nicks, scratches and wear marks. Dimensional analysis of the product was performed. The diameter of the product conforms to the print. DHR not reviewed as this device has been in the field for about 16 years, no patient harm, occurred, and the returned device was conforming to specifications. A definitive root cause cannot be determined. After receipt, visual review identified several markings on the device that suggests the device to be used multiple times. The device labeling indicated the device to be single use. After discussion with the spain loaner, it was determined that the team does not have a way to determine, outside of physical markings, which items in a kit are single use and if the single use devices were used in surgery.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the distributor found the instrument was broken upon inspection. There was no patient or surgery.